Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, a storage space failure occurred, and the unit was not detected on the bus. All drawers 2-1 and 2-2 in the auxiliary were reported as failed. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 29-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers 2.1 and 2.2 were failed and not detected on bus. A field service engineer powered off the station and reseated all connections within the drawer, then rebooted into hardware test application (hta) and tested drawers 2.1 and 2.2, both of which passed without issues. The customer then loaded medications into the drawer, and no problems were observed. The system functioned as intended after the field service engineer repaired the device.